Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A nurse reported a leak was observed at the cassette's bottom during the testing phase prior to a procedure. The cassette was replaced and the procedure was performed. There was no known impact to the staff and there was no patient involvement. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record showed the product was released per specifications. The used returned sample was visually inspected and no obvious defects were observed. A full internal pressure leak test was then conducted on the cassette and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, and pass calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. After functional testing, no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. (B)(4).